Event description:
The device was used during a right upper lobectomy procedure. Reportedly, the clips did not advance. The surgeon used another isntrument to complete the procedure. No pt injury was reported.